Event description:
In (B)(6) 2015, I had diep breast reconstruction; the physician, dr. (B)(6) of (B)(6) took abdominal fat and did a good job of reconstructing my left breast. However, without my permission, he used large amounts of surgical mesh, crossing my entire abdomen. When I discovered this by reading the charges against my insurance (which included a line item for surgical mesh), I immediately asked him to remove the mesh during the second reconstruction surgery as I was still of child-bearing age. He claimed to have used phasix mesh, expected to biodegrade and break down in 12-18 months, so I decided to wait. I have since gained weight, I am in constant pain in the regions of bowels and kidneys as though wearing pants several sizes too small 24x7. My abdomen is misshapen. It has now been 27 months since the surgery. I did not know if the mesh was indeed phasix or if dr. (B)(6) lied. All I know is that it has not broken down.